Event description:
It has been reported to co that during the procedure the sheath of this device was defective. Reportedly following the placement of the sheath in the vessel as the physician attempted to remove the catheter, the sheath accordioned. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.